Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The alert limit on the lead was increased and the patient will be monitored. No patient complications have been reported as a result of this event.